Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly and that the pump touch screen was delayed in responding to presses. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 221 mg/dl.